Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the device exhibited an error message and could not be interrogated. The device was explanted and replaced on (B)(6) 2013.